Event description:
An infusion pump was sent in for service where a failure code 550:320:675:0000 had occurred at power on. In addition to the failure code the biomedical engineer had reported "no response from key pad input. Pump head will not reset. Constant alarm. Disconnected batteries and harness." Information was requested regarding the date this report occurred, pump programming and setup information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact information was requested but no additional contact was identified. No patient injury or medical intervention was reported.